Manufacturer narrative:
H10: the device and a photograph of the sample were received for evaluation. The device was received partially filled with a solution. Visual inspection of the actual sample was performed and no particulate matter could be observed in container fluid pathway. The fill port cap was removed and no issue was observed of the connector or cap area. The photograph was reviewed and a colorless to white irregularly shaped polymeric appearing particle imaged from the customer was apparent in fluid pathway. The reported condition was verified. The cause of the condition could not be determined. The reported lot 60405589 is invalid therefore a manufacturing record review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.